Event description:
The facility reported via a user facility report, "pump alarmed battery when unplugged. Did not stop after being plugged into a red plug after less than one minute. Pump proceeded to shut down and lock in tubings of inotropes. Tubings manually removed; no significant drip interruption".